Event description:
Healthcare professional reported right side breast hardening, pain, deformity, and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through asr/psr on 10/15/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. Device evaluation:analysis of the returned device identified: weight to the spec, cloudy in the gel and deformation device. No other observation observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.